Event description:
Patient received ems treatment for hypoglycemial.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications.